Manufacturer narrative:
Updated fields: b4, d4 (model#) g4, g7, h2, h4, h6 (health effect-clinical codes), (type of investigation), (component codes), (health effect-impact codes), h10. Analysis of production: (3331/102) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/102) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/102) the overall 12 month product complaint trend data for the period (feb 2020 through jan 2021) was reviewed. There were no triggers identified for the review period.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation result codes, conclusion codes), h10. A getinge field service engineer (fse) was dispatched to evaluate the iabp. The fse checked the helium line from the cylinder to the gauge and found the leak is from the gauge. To fix the issue, the fse replaced the helium gauge, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that prior to use, the helium tank of the cardiosave intra-aortic balloon pump (iabp) had a helium leak from the gauge. The operator checked the helium and saw that the cylinder was empty. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The service territory manager (stm) checked the helium line from the cylinder to the gauge and we found the leak is from the gauge. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted when this information is provided to us.

Event description:
It was reported that prior to use, the helium tank of the cardiosave intra-aortic balloon pump (iabp) had a helium leak from the gauge. The operator checked the helium and saw that the cylinder was empty. There was no patient involvement, and no adverse event reported.